Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that the lancet in his onetouch delica lancing device does not fire. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording since the patient was unwilling to answer further follow-up questions. The cca was advised by the patient that while attempting to test his blood glucose during a call to lfs on (B)(6) 2020 at 11:53 am, the lancet in the subject lancing device would not fire. The patient reported developing symptoms of ¿shaking and nervous¿ while attempting to obtain a blood sample. The patient stated he hadn¿t tested his blood glucose for about 3 days; he had been waiting to receive a replacement meter. The patient was unable to continue the call and requested to be called back. During a follow-up call at 1:18 pm, the patient indicated he had been feeling ¿a little bit shaky¿ ever since he came home from hospital after having had an infection in his stomach. It was not reported what treatment, if any, the patient received for the reported symptoms. At the time of the follow-up call, the patient successfully obtained a blood sample with the lancing device and reported obtaining a blood glucose result of ¿161 mg/dl¿ with the replacement meter (onetouch verio flex). The patient informed the cca that he manages his diabetes with lantus insulin (18 units at bedtime) and janumet 50/1000 mg pills and denied making any changes to his usual diabetes management regimen as a result of the alleged issue. At the time of troubleshooting, the cca noted the subject lancing device was not in use for the first time and there was no indication of misuse to the device. The cca reviewed the technique used to collect the sample and the alleged issue was resolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while using the product. The subject lancing device could not be ruled out as a cause or contributor to the event.